Event description:
Pt admitted post cardiac arrest due to a third degree heart block. Went to cardiac catheterization lab for temporary pacemaker placement. Venous & arterial sheaths left in right femoral for monitoring. The end of the arterial sheath came off causing a significant blood loss to the pt. The pt was sedated and on a ventilator and was unable to notify staff of the bleeding. Systolic blood pressure alarms were set and alarmed appropriately with the drop in blood pressure related to the bleed. Nursing staff quickly intervened to control bleeding. Pt required a transfusion of 2 units of packed red blood cells.